Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) and reported that error m-02 occurred on the erbe generator and the ground pad was not detected. The tse asked the customer to restart the erbe generator and use a sterilized ultrasound gel to get good contact with the patient's skin. The tse also inquired if the bipolar energy worked on the generator, but the customer had not tested it. The csr would call back after testing and was searching for the y cable for the forcetriad generator as backup. The csr called back to report that error m-02 error appeared immediately after system startup. The csr was unable to find the y cable. The tse asked the csr to use the forcetriad generator with an external pedal. The csr stated that the customer would try to find an external pedal or another erbe generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and confirmed that system functionality was checked during system powerup. The nurse informed the csr that there was no error message when they powered on the system. However, the issue could not be identified before the patient slept because it was related to the neutral cable. The csr reported that the procedure was completed with a covidien forcetriad generator. There was a delay in the procedure, but no harm to the patient. No patient demographics was available.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis, but the reported failure could not be reproduced. The iesu energized and cauterized and recognized instruments on all ports. The fuse housing cover is broken. The m-1f/m-b0/c-00/m-02/m-31/m-0b errors were detected in the live logs.

Event description:
Refer to h10/h11 for follow-up information.